Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca) 1~2. During a percutaneous coronary intervention, the physician attempted to insert a 32 x 3.0mm promus premier stent; however it was unable to be delivered to the target lesion. Utilizing the guidezilla, the stent was delivered to the lesion. The stent implantation was attempted; however, the stent got stuck inside the guidezilla. Therefore, the physician retracted the guidezilla into a guiding catheter, and reset the stent inside the guiding catheter. Then another attempt to deliver the stent was made; however the stent became stuck. The stent and the guide catheter were removed separately from the patient; however it was noted that the stent was stretched. The procedure was completed with a non-bsc guide liner and another of the same stent. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the distal portion of the crimped stent were damaged, distorted & stretched distally out over the distal tip of the device. A snap gauge was used to measure the crimped stent od at the undamaged proximal portion. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts with subsequent withdrawal difficulty based on the type of damage that is evident. The damage to the stent would likely have prevented the device passing through the guidezilla guide catheter. A review of the device crimping records recorded during the manufacturing process found the maximum outer diameter (od) of the crimped stent was within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca) 1~2. During a percutaneous coronary intervention, the physician attempted to insert a 32 x 3.0mm promus premier stent; however, it was unable to be delivered to the target lesion. Utilizing the guidezilla, the stent was delivered to the lesion. The stent implantation was attempted; however, the stent got stuck inside the guidezilla. Therefore, the physician retracted the guidezilla into a guiding catheter, and reset the stent inside the guiding catheter. Then another attempt to deliver the stent was made; however the stent became stuck. The stent and the guide catheter were removed separately from the patient; however, it was noted that the stent was stretched. The procedure was completed with a non-bsc guide liner and another of the same stent. No further patient complications were reported and the patient's status is good.